Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant of this right ventricular lead, following placement and a ten rotation fixation of the helix, the physician elected to reposition the lead tip as an attempt to identify a more satisfactory position for lower thresholds. It was then the helix failed to function as intended and the lead was ultimately removed. The lead was further tested post explant and again no helix movement with rotation was exhibited. The lead is expected to be returned for laboratory analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.